Manufacturer narrative:
Visual examination of the returned obtryx ii system reveals that the dilator is cut. Analysis reveals that the mesh was returned in two pieces. Piece two is still attached to the sleeve and dilator assembly. The mesh is cut and was stretched. The dilator on this piece was returned broken into two pieces. Additional visual examination reveals that the dilator is cut. The second dilator was returned undamaged. Analysis revealed no damage to either delivery device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an obtryx ii halo system was used during sling placement procedure on (B)(6) 2016. According to the complainant, during the procedure, the physician cut the suture and the dilator tube broke. The device was completed with another obtryx ii halo. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii halo system was used during sling placement procedure on (B)(6) 2016. According to the complainant, during the procedure, the physician cut the suture and the dilator tube broke. The device was completed with another obtryx ii halo. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.